Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The lesion being treated was 99% stenosed and located in the left anterior descending artery (lad). The lesion was calcified and extremely tortuous. The balloon ruptured at 10atm on the 1st dilatation. The procedure was completed with another device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.